Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with outflow graft (ofg) obstruction. Additional information was received that the patient had ofg thrombosis which caused stenosis of 60% of the cross-sectional area (csa) of the ofg at the aortic anastomotic site. Three balloon stents were placed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the suspected thrombus cannot be conclusively determined. The account communicated that the patient incurred outflow graft thrombosis which caused moderate/severe stenosis (60% by area measurement) near the aortic anastomosis site. There were no low flow alarms in association with the event and three viabahn balloon/expandable stents were placed. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events no further information was provided. The manufacturer is closing the file on this event.